Event description:
It was reported that at follow-up, decreased impedance was noted. Patient to present again for follow-up in (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.